Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/08/2015 with the following findings: evidence of an unacknowledged eaw-162 'loss of prime warning' was observed in the black box data; user error caused the reported battery-life issue. The pump powered on with the returned battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU). The battery compartment was observed to be intact. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the top of the returned battery cap was observed to be worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.